Event description:
The device was returned with a request ¿to be tested¿. There was no reported patient impact. Analysis found insulation damage.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. Concomitant device: (B)(4): bipolar insert (B)(4) 350mm mouiel, lot 130911, manufactured september 2013, 510k: k993655. (B)(4). Product evaluation: analysis on (B)(4), (lot 130714), found that the insert is on short circuit. The coating (insulation) is strongly damaged and shows longitudinal scratching traces. The device failed electrical tests. The most probable cause of the coating damages on the insert is a shock or an excessive abrasion during the use or the reprocessing of the inserts. Analysis of (B)(4) (lot 130911) found that the electrode is on short circuit. We did not highlight any surface defects. The device failed electrical tests. The origin of the fault cannot be determined. Multiples causes are possible (factory defect /abnormal use).